Manufacturer narrative:
Date of event is estimated. The allegation is against 3 of 4 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3169ans, UDI: (B)(4), serial: (B)(6), batch: 4777453.

Event description:
It was reported, the patient's therapy was auto-reducing. A lead diagnosis was performed and revealed high impedances across 3 out of 4 leads. As a result, surgical intervention may be undertaken to address the issue. It is undetermined which leads the allegation is against.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the scs extension was explanted and replaced to address the issue. It is undetermined which extension was replaced.

Manufacturer narrative:
Section e1: reporter information updated. The allegation is against 1 of 2 extensions; however, it is unknown which extension, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs extension, model: 3343ans, UDI: (B)(4), serial: n/a, batch: 4707957.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.